Event description:
It was reported that the patient underwent surgery due to high impedance. The leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 1 of 2: mfg reference report number: 3006705815-2021-01931. It was reported that there are high impedances on the leads. The patient may undergo surgery to address this issue.